Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 221 mg/dl, 583 mg/dl, 158 mg/dl (compact plus system 1) and 182 mg/dl (compact plus system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.